Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2002: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 years 1 month post implant of perfix plug, patient was diagnosed with hernia recurrence, fibrosis, inflammation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, inflammation as possible complications. Update fields: a2, a4, b2, b3, b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), d.6b, e1, e3, g1, g3, g6, h2, h6, h10. This supplemental emdr represents perfix plug (device #1). An additional emdr was submitted to represent ventrio mesh (device #2). Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2002: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2002 - patient was diagnosed with left indirect inguinal hernia thereby underwent open hernia repair with the implant of perfix plug (device #1). Per operative notes, "a large indirect hernia identified and was dissected free. A large plug was secured with sutures. An on lay patch was placed on the floor of the inguinal canal." (B)(6) 2004 - patient was diagnosed with supraumbilical ventral hernia thereby underwent open hernia repair. Per operative notes, "the hernia sac was identified and appears to be large. The hernia sac was freed and excised from the hernia defect. The hernia defect was closed transversely with sutures." (Notes: no mesh was implanted.) (B)(6) 2006 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open hernia repair with the removal of perfix plug (device #1) and implant of synthetic mesh. Per operative notes, "the external oblique was dissected from the mass, the mesh (device #1) was balled up and was excised. The defect in the floor of the groin was noted. The synthetic mesh was placed underlay and sutured. The overlay was tacked to the pubis." (B)(6) 2010 - patient was diagnosed with multifenustrated ventral incisional hernia thereby underwent open hernia repair wit the implant of ventrio mesh (device #2). Per operative notes, "a fairly large hernia was seen. The hernia contents were dissected away. The medial end, two small defects were connecting, separating them and dissected. A ventrio patch (device #2) was placed into the preperitoneal space and sutured." (B)(6) 2013 - patient was diagnosed with incarcerated ventral hernia thereby underwent open hernia repair with the implant of synthetic mesh. Per operative notes, "the hernia was dissected and the fascial defect was identified. The hernia sac was opened and contained omentum. The distal portion of omentum have been strangulated and ischemic. The defect was adjacent to midline. Another defect on small bowel protruding through another swiss cheese defect. The large amount of adhesions were taken down. The small bowel contents were reduced back. A synthetic mesh was placed on the fascia and sutured." Attorney alleged that the patient had adhesions, bowel obstruction, mesh shrinkage, emotional injuries, pain, hernia recurrence, it is also alleged that the mesh had balled up, chronic inflammation, mesh excision and reactive fibrosis.